Event description:
It was reported that a patient began complaining of pain 4 weeks after stent placement. During removal with stent graspers, the stent was difficult to remove due to tissue growth within the stent. After removal, a retrograde ureterography was performed which revealed leakage from the ureter. A nephrostomy was placed as a result.

Manufacturer narrative:
The sample was not returned for evaluation. The device history record could not be reviewed because the lot number was not provided. In addition, the manufacturing process for this product code showed that this stent is received from a supplier who provides certification that the stent has been manufactured, inspected, and accepted according to the specifications provided by the manufacturer. As a finished good, quality assurance performs random visual inspections to assure that all components are present and correct. A review of internal reject records showed no rejections resulted from the visual inspections over the last two years. The instructions for use states in the precautions section the following related to proper use of stents: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient's condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." (B)(4).